Event description:
It was reported on (B)(6) 2014, that the patient is having an increase in seizures and the patient¿s wife thinks the vns battery is low. The patient¿s device was checked and it did not indicate eos yet. The physician¿s assistant believes the seizures may be non-epileptic in nature. Good faith attempts for further information are unsuccessful.

Event description:
On (B)(6) 2015 the physician reported that he saw the patient and his impression is that the patient has non-epileptic seizures. He referred the patient to a psychiatrist.